Event description:
It was reported that a dexcom g6 continuous glucose monitor and transmitter failed to pair with the ilet, resulting in the cgm being offline for approximately one day despite multiple sensor replacements and code re-entry, with guidance provided to restart and re-enter sensor and transmitter information and to consider a new transmitter. Symptoms included no reported hypoglycemia or hyperglycemia and no physical complaints. Outcomes included continued insulin therapy using manual blood glucose entry without interruption, no alerts or alarms from the ilet related to glucose values, and no need for medical attention. Investigation included technical troubleshooting with the user, review of transmitter session life, and guidance to contact the cgm manufacturer for replacement. Investigation of this case revealed a communication failure between the cgm transmitter and the ilet, with the specific responsible device not identified. It was concluded that the event was related to cgm pairing failure, with the ilet functioning in blood glucose entry mode as intended and no clinical harm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.